Manufacturer narrative:
Complaint conclusion: as reported, the balloon of a 5f mynx control vascular closure device (vcd) ruptured during prep. There was no reported patient injury. The device was returned for evaluation. A non-sterile mynx control vascular closure device 5f was returned for investigation. Per visual analysis, button 1 and button 2 were not depressed and the stopcock was open. The sealant remained in the manufacturing position. The syringe and the procedural sheath were not returned with the device. Per functional analysis, leak testing was performed by attempting to inflate the balloon with water. The results revealed a leak in the balloon of the returned device. Per microscopic analysis, visual inspection under high magnification revealed a radial tear in the balloon, approximately 3 mm from the balloon neck. A product history record (phr) review of lot f2110301 revealed no anomalies or non-conformances during the manufacturing and inspection processes that can be associated with the reported event. The reported ¿balloon loss of pressure -during prep¿ was confirmed during analysis of the returned device. The exact cause and timing of the event could not be conclusively determined. Based on the available information, it is impossible to determine what factors may have contributed to the reported event. According to the instructions for use (IFU) which is not intended as a mitigation of risk, users are instructed not to use the device if the balloon does not maintain pressure. Neither the phr review nor the product analysis suggests that the reported event could be related to the manufacturing process of the unit. Therefore, no corrective or preventive actions will be taken at this time.

Manufacturer narrative:
A review of the manufacturing documentation associated with this lot presented no issues during the manufacturing process that can be related to the reported complaint. This device is available for analysis but the engineering report is not yet available. However, it will be submitted within 30 days upon receipt. Additional information is pending and will be submitted within 30 days upon receipt.

Event description:
As reported, a 5f mynxgrip vascular closure device (vcd) was advanced into the vessel up to the marker, the inflated balloon was pulled back until the second stop and the tension was held as mentioned in the instructions for use (IFU) and shuttled down; however, when trying to pull the 6f brite tip sheath back, it got stuck and could not get the sheath out at all. It was also observed that the outer tubing was cracked and was already swelling. Once the device was taken out, they saw that the distal end closest to the balloon where the sealant was cracked. The user opened a new box of 5f mynxgrip vcd, and it was found that the outer tubing where the sealant was, was again cracked. There was a split in the black tubing under the black triangle. The second mynxgrip was not used in the patient. Therefore, hemostasis was achieved by manually holding with pressure. There was no reported patient injury. The operator was trained to use the device. The device storage temperature did not exceed 25 °c. The mynx vcd was used in an interventional peripheral procedure. The procedure used a retrograde approach. The deployer was mynx certified. The patient did not have any relevant medical history (e.g., bleeding disorder, hypertension, obesity, previous surgical procedures, pvd, allergies, etc.). The femoral artery¿s suitability was verified on angiography or venography, including the insertion angle (30-45 degrees) of the vascular sheath introducer. The vessel type was arterial. The vessel diameter was verified to be greater than or equal to 5 mm in diameter. There vessel had little to no tortuosity. There was no presence of pvd / calcium in the vicinity of the puncture site. There was no significant resistance when shuttling down. Excessive force was not applied when shuttling down. No unusual force was applied when retracting the sheath, but the user couldn¿t get it out. There were no kinks in the sheath or device after removal. The patient was not hospitalized nor was the patient's hospitalization extended as a result of the event. The devices will be returned for evaluation.